Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cause of the elevated bg level was because the customer needed to change the max bolus setting on the pump. The max bolus was set to 10 units and needed to be 25 units. The customer delivered a correction bolus via the pump to stabilize impacted bg level.